Manufacturer narrative:
Per the report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral ttvr procedure with a 26mm sapien 3 ultra resilia valve in a non-edwards surgical valve, the valve was positioned more in the right ventricle due to the operator advancing it farther than it needed to be, so the operator attempted to pull the sapien 3 ultra resilia valve back, but it was stuck on the surgical valve frame. The gore dryseal was then advanced to recapture the sapien 3 ultra resilia valve, but the operator pulled back on the commander delivery system while advancing the gore sheath, which pushed the sapien 3 ultra resilia valve distally toward the end of the delivery system. The mid-marker of the balloon was observed to be towards the proximal end of the sapien 3 ultra resilia valve. It was decided to remove the devices as a unit. However, once at the femoral head, the delivery system was removed, but the sapien 3 ultra resilia valve was left on the wire outside of the sheath. A balloon was then advanced through the valve, and 2 ccs were added to the balloon to help pull the sapien 3 ultra resilia valve to the distal end of the gore sheath, and then removed everything as a unit. However, the skirt of the sapien 3 ultra resilia valve inhibited the operator from being able to pull the valve into the gore sheath, but the devices were removed as a unit. The wire was retained, and a 26f gore dryseal was advanced. A new sapien 3 ultra resilia valve and commander deliver system was prepped in and successfully deployed. The delivery system was removed and a 26mm true balloon was advanced. The existing surgical frame was then fractured at 10 atm. Post-gradient was acceptable, and the patient was transported to in stable condition.

Manufacturer narrative:
The risk management file captures risks for indicated device use only. The edwards commander delivery system is not indicated for use for the tricuspid position. There was no information to suggest a device quality deficiency or malfunction of the edwards device may have caused this event. Therefore, no further action is required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported events for thv dislodged off balloon during withdrawal through a non edwards sheath and thv moves on balloon working length during positioning could not be confirmed as the affected device was not returned and no relevant photos or procedural imagery was provided. The report from the fcs for this off label ttvr procedure suggests that the physician may have inadvertently dislodged the 26mm sapien3 ultra resilia valve when attempting to recapture the valve into the (non edwards) gore dryseal sheath. As such, available information suggests that procedural factors (excessive manipulation, off label use) may have contributed to the complaint events. It is also possible that the retraction of the sheath, delivery system, and s3ur was not done while the thv was inside the sheath. If the thv is not inside the sheath, it may become caught on vasculature or the sheath tip during retrieval from the inferior vena cava to the femoral, with these manipulations causing the reported thv dislodgement. In addition, as tricuspid valve in surgical valve is not an indicated use, the anatomical characteristics of a tricuspid surgical valve are not indicated and may have also contributed to valve movement on balloon in the form of the thv interacting with the surgical valve or native tricuspid anatomy during repositioning. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.